Event description:
The reporter stated results of a meter to hcp meter comparison test were 123 mg/dl on her meter, 200 mg/dl on doctor's surestep. The time difference between tests was <20%. She did not have any symptoms. A control solution test was in range 124 (91-136). On follow-up, the reporter stated that an april 30, hcp meter comparison test read 138 at home at 9 am, and 11 or 11:30 am visited the doctor, and result on his meter was, again, 200 mg/dl. She did not know the results of a lab draw done at that time. Reported that she felt fine, no symptoms, no med changes by doctor. 5/7/99 follow-up re 4/30/99 lab draw; reporter stated that the result was 156 mg/dl.